Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, the test strips associated with this complaint have been further evaluated by product analysis and were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that on (B)(6) 2015 he obtained results of "325, 374 and 432 mg/dl" on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lifescan's criteria for precision. The patient manages his diabetes by self-adjusting his insulin doses and continued to take his usual dose of novolog and lantus insulins in response to the alleged issue. The patient denied developing any symptoms as a result of the alleged meter issue, however stated that on (B)(6) 2015 at 01:55pm he was treated by a healthcare professional (hcp) with food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a hcp after the alleged meter issue occurred.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.